Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency; the trial began on (B)(6) 2020. It was reported that the patient stated they are self-cathing and this is their most bothersome symptom. Patient stated they voids a little on their own but still needs to cath. Patient was to increase the stimulation today and when they did, they felt it at 0.9 in the urethra which was not comfortable. Patient backed it down to 0.8 and this was comfortable.